Manufacturer narrative:
The following was omitted from the initial report in error: this stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #m-4800-01, s/n: (B)(4). Coolflow pump, model #m-5491-02, s/n: (B)(4). Ez steer thermocool sf nav, model #d-1313-04-s. Webster cs catheter, model #d-1353-04-s. (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert 70 system radiofrequency generator and suffered burns second degree requiring no medical or surgical intervention. After the procedure, blisters were observed on the patient's skin where the grounding pad had been placed. Patient was reported to be in stable condition. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert 70 system radiofrequency generator and suffered second degree burns requiring no medical or surgical intervention repair follow-up was performed, but service was declined and the device was not shipped. The complaint is not able to be confirmed. A device history record (DHR) review verified that the device was manufactured in accordance with documented specification and procedures.